Event description:
Follow up revealed that the patient underwent surgery to have their ipg replaced. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As a result, the ipg is no longer able to communicate with external devices. Surgical intervention may be pending to address this issue